Manufacturer narrative:
(B)(4). Batch # r9456w. Investigation summary: the analysis results found that the el5ml device was returned with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, and upon disassembly, the advancer was confirmed to be bent and 8 clips were found inside the clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. The lot and batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, customer stated that "when surgeon went to release staple, it is like it shot out sideways and slipped.¿ it is unknown how the case was completed. There were no patient consequences reported.